Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - drill. Reported event was confirmed as visual examination found that the end of the cutting feature is cracked. Wear & tear is seen that indicates repeated use. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer was found fractured by the sales rep before the case had started. It is not clear when it actually fractured. No patient involvement. There is no further information at this time.